Event description:
It was reported that a user experienced recurrent nocturnal hypoglycemia while using the ilet, with a documented blood glucose of 40 mg/dl that resolved to 131 mg/dl after treatment, and the care team advised and the user performed a factory reset followed by guided ilet setup. Symptoms included hypoglycemia. Outcomes included troubleshooting and user education with no device alarms reported. Investigation included customer service review and guided reconfiguration of the device. Investigation of this case revealed no device alarms or identifiable hardware malfunction, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.